Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had to get medical attention for hypoglycemia. She passed out on a plane while wearing the pod, blood glucose went down then got off of plane and was low. Patient states that the paramedics stated her blood glucose level was 23 mg/dl. The pod was worn for 4 to 24 hours on her abdomen. Paramedics treated her with 100 grams of liquid sugar paste orally.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in an over-delivery of insulin. No other defects or deficiencies were found during the investigation.